Event description:
The md attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the patient had bilateral femoral artery punctures with 7 fr. Introducer sheaths in place. The left femoral artery was successfully closed with an angioseal device. The md decided to use the perclose device to close the arteriotomy of the right femoral artery. It was reported that the femoral artery was not evaluated prior to use of the perclose device. Upon insertion of the perclose device and deployment of the foot, resistance was met. It was reported that the md deployed the needles, harvested the sutures, and removed the perclose device all without difficulty. The md then pulled on the white suture, which detached from the patient. It was noted the white suture, which detached from the patient. It was noted to have a "lump of tissue" attached. Manual comression was applied for 30 minutes and hemostasis was achieved. During compression was applied for 30 minutes and hemostasis was achieved. During compression, it was noted to have a "lump of tissue" attached. Manual compression was applied for 30 minutes and hemostasis was achieved. During compression it was noted that the pedal pulses on the right foot were absent. The patient was taken to surgery. The surgeon "opened" the groin and discovered that the artery was severely calcified; therefore he did not open the vessel, as he believed that it would be impossible to close. The surgeon also stated that the artery could not be bypassed as it was too severely calcified. It was reported that the circulation began to return, however, the patient was in "considerable pain". The patient was monitored over the weekend. The right leg became very cold, marbled and the pulses were not detected. 2 days late, the patient was taken to the operating room for an above knee amputation. It is unknown if the patient has been discharged from the hospital. There are no reports of any further adverse patient sequelae.